Event description:
Procedure: unk. Patient sex : unk. Reportedly, the metal pin in the locking collar snapped off and the collar could not be locked. There were no adverse affects to the pt reported.

Manufacturer narrative:
Based upon the investigation results and a renewed reporting structure, this event was reevaluated. Based on the information received, this report was reclassified on 11/15/2006 upon this secondary review. Therefore, the MDR is outside of the original 30 day report date.